Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. The suture was still intact and attached to the trip wire loop. Three bands were noted to remain on the ligator head and were moved out of position. The ligator teeth appeared to be slightly damaged. A functional evaluation of the handle was performed and no issue was noted. Based on the evaluation of the returned device, the complaint that the bands failed to deploy was confirmed; however, investigation did not confirm the reported failure of handle broken. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician was able to turn the handle without difficulty. He was able to successfully deploy the first four ligation bands; however, upon deploying the fifth ligation band, he could no longer turn the handle resulting in failure to deploy the band. Reportedly, 5th, 6th and 7th bands were entwined together. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician was able to turn the handle without difficulty. He was able to successfully deploy the first four ligation bands; however, upon deploying the fifth ligation band, he could no longer turn the handle resulting in failure to deploy the band. Reportedly, 5th, 6th and 7th bands were entwined together. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.